Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal and throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam and nasal and throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jun 14, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging they have nasal/throat irritation, and the device has a burning/smoke/electrical odor.. Related to CPAP. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture using a known good power supply and power cable, manufacture verified the base unit provided airflow. Manufacture initiated therapy with the device and verified airflow, using the manufacture supplied power supply and ac power cord. Manufacture cobserved there dust-like contamination on top of the blower box and the blower motor.black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom enclosure, top enclosure, and ui panel.black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01.dust-like contamination at the air inlet of the blower box. Manufacture used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.